Manufacturer narrative:
After further review of additional information received. Section d10: concomitant medical products: nv gxl liner neutral, 32mm ID group 1 cups (cat# 130-32-51 / serial#: (B)(6) cocr fem head 32mm +0 offset 12/14 (cat# 142-32-00 / serial#: (B)(6). Alteon 6.5mm screw, 25mm (cat#: 180-65-25 / serial#: (B)(6). Alteon 6.5mm screw, 25mm (cat#: 180-65-25 / serial#: (B)(6). Wedge plasma s/o sz 5 (cat#: 188-00-05 / serial#: (B)(6). (H3) the revision reported may have been the result of the orientation of the acetabular cup, edge loading/impingement, patient-related conditions, or any combination of these possibilities, which led to polyethylene wear after being implanted for 5+ years. However, this cannot be confirmed as the devices were not available for evaluation and no pictures or x-rays were provided at the time of this evaluation. It should also be noted that using a group 1 acetabular liner with a 32mm femoral head creates a combination of the largest available head and the thinnest available acetabular liner (for group 1), which is a risk factor for early wear and lysis. The most probable root cause associated with the reported event of "loosening¿ is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device. Furthermore, the most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported by the legal brief, approximately five years post initial tha, this female patient experience severe pain in her right hip, and was subsequently diagnosed with loosening of the hip system and polyethylene wear of the acetabular component. Patient had sustained severe and permanent injuries; she was required to undergo multiple permanent and painful revision surgeries, including the removal and re-implantation of a replacement prosthetic hip. She has required many months of hospitalization, physical therapy, and other care. She has and will continue to be bedridden. She has and will continue to experience sever and permanent pain; and she has and will continue to suffer severe and permanent complications and other injuries to the right hip.

Manufacturer narrative:
The information provided in the revision operative report does not require a new investigation. These devices are used for treatment not diagnosis. There is no other information available.

Manufacturer narrative:
Additional information received 31-mar-2023: investigation has been reopened.

Event description:
As reported via legal documentation, female patient had initial right total hip replacement (B)(6) 2015 due to right hip degenerative arthritis. Revision operative report of (B)(6) 2021, approximately 6 years 6 months after their initial replacement, for right hip-preoperative diagnosis: aseptic loosening right total hip replacement "a complete synovectomy is performed. The liner had near complete wear on the superiorlateral aspect. The two screws are removed. The cup is grossly loose and removed. There is large contained osteolytic defect in the socket. The pseudomembrane in the socket is debrided.  Sterile dressings are applied. The patient tolerated the procedure well, without complication and transferred to the recovery room in a stable postoperative condition.